Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient was sore at the ipg site. The patient had lost about 30 pounds and the ipg had been placed on the right side above the belt line. The patient was not satisfied with the location of the ipg. It was reported, the patient had met with the physician for x-rays and surgical intervention was to be undertaken to remove the scs system. Reference MFR report: 1627487-2013-24211 regarding the lead.